Event description:
It was reported that a patient underwent a gynecological procedure in 2008. During the procedure, the motor drive unit would not activate or drive the hand piece. A second hand piece was tried and the same result occurred. The case was successfully completed with a second motor drive unit with no adverse patient consequences.

Manufacturer narrative:
Conclusion - the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the device manufacturing records was conducted, and the device met all finished goods release criteria.